Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version: 4.10 d, retainer ring = missing. Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing o-ring (reservoir tube), detached retainer, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay. [Missing/damaged] retainer ring confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.